Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. The patient called back and confirmed that they turned their therapy off on sunday, then had their hip surgery on monday. The patient added that they seemed to be losing their "urine" and "bowels". During the call, the patient confirmed seeing the device not responding screen. The agent reviewed general device use, but before the agent could walk the patient through troubleshooting, the patient stated that they would just call back because their handset was only at 10% charged during the call.